Event description:
It was reported that the patient was implanted a biolox delta taper liner, kk/36 on the left side on (B)(6) 2013. The patient was revised on (B)(6) 2014, due to a loose femoral stem and possible infection.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. As not lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(6). Notes: this is a split case with (B)(4), under reference number: (B)(4).